Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the cylinder and pump was removed and replaced because the device was not inflating properly. After the procedure, the patient is doing fine.